Event description:
It was reported that the catheter had dislodged and had been replaced. Patient was without injury; recovered without sequel. Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4). Analysis of the returned catheter revealed no anomaly; acceptable catheter testing.

Manufacturer narrative:
(B)(4).